Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. During the device check, several episodes of noise oversensing and inappropriate mode switches were noted on the pacemaker and right atrial lead. Noise was reproducible in clinic through bow test. The cause of noise was unknown. No further information is available.